Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient had interstim system replaced on (B)(6) 2021 and since last week they have been noticing that the stimulation sensation comes and goes and it is not clear why. Patient confirmed therapy is not turning off, but patient will be standing there doing nothing and all the sudden they will feel stimulation sensation and it is uncomfortable. Then some time later the sensation will go away. Patient decreased the amplitude from 2.4volts to 2.2volts but stimulation is still uncomfortable. The patient reported there was no known sources of emi nearby. Patient reports there is no rhyme or reason they could be sitting doing nothing and the stimulation sensation will change. Patient did not know if interstim is programmed to cycling. Patient services recommended patient decrease amplitude to a comfortable level. Patient indicated they decreased to 2.0 and it feels ok for the time being. Recommended patient follow up with rep if not fully resolved by decreasing amplitude.